Event description:
The pt reportedly experienced intermittencies followed by no sound while wearing the external equipment. On may 31, 2006 the pt was seen by a company rep for device evaluation. Programming adjustments were made. Hwoever, the reported problem was not resolved. The decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.